Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the mfg facility. The pump history indicated that the pump continued to be in use after the reported date. The original pump settings with programming parameters were overwritten with new info; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the pt received more medication than intended. At 0944, the pump was programmed to deliver fentanyl 25 mcg/ml, in the pca only mode, with a 20 mcg pca dose, a 6 minute lockout, a 300 mcg 4 hour limit, and a 25 mcg loading dose, and the delivery was started. The customer contact reported the programming parameters were verified by another nurse. At 1023, a second fentanyl 25 mcg/ml vial was inserted into the pump and the delivery was restarted. At 1145, the pump was programmed to deliver a 25 mcg loading dose and the loading dose was delivered. At 1234, the pump was reprogrammed to deliver a 25 mcg pca dose. At 1417, a third fentanyl 25 mcg/ml vial was inserted into the pump and the delivery was restarted. At 1813, fourth fentanyl 25 mcg/ml vial was inserted into the pump and the delivery was restarted. The customer contact reported that at an unspecified time, the nurse contacted the pharmacy dept because the vials were "running out so soon." There were no reported adverse pt effects. It was reported that the pt's vital signs had remained "stable." No medical interventions were required. At 2237, the device was removed from clinical service. At this time, the pt's pain mgmt therapy was changed to an unspecified concentration of fentanyl IV push. Though requested, no add'l info was provided.